Event description:
It was reported the subject device had blurred vision. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had blurred vision. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the complaint could not be confirmed, with no problem detected. The investigation identified, the following malfunctions: fiber bonding in the outer tube area (distal end) was damaged. And the outer tube has a dent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.